Event description:
Hospital crib bed, in use for more than five years, is currently sequestered from use. Currently with biomed engineering at an offsite hospital owned location ¿ available for onsite inspection. Patient was admitted for shortness of breath and fever for two days, viral bronchiolitis and bilateral acute otitis media and was placed in a caged crib by mom. Mom had stepped out of the room briefly to talk with the resident. Meanwhile, the care assistant entered the room while mom and resident were in hallway talking and found baby with head trapped between the bottom side rail of crib and the top enclosure; the child was limp and blue. Care assistant called for help and physician and registered nurse (rn) entered room, physician checked for pulse and ask to start chest compressions, a code blue was called, rn states pulse oximeter was in 70's, rn did chest compressions for approx. 30 sec, stopped once able to palpate pulse., baby started becoming more responsive, blow by was started, and code team arrived. Patient was then transferred to the pediatric intensive care unit (picu) for further monitoring. The plastic part at the top of the crib that comes down has a bar across the bottom of it which acts somewhat like a weight (similar to the magnet weights on shower curtains). In most cases, it¿s easy to get that bar secured on one side but not all the way secure on the other side. In this instance, the child was fussy when mom left the room, and the child was able to squeeze her head under the bar holding the plastic down and the top of the crib. Patient did have imaging of her neck and head and fortunately, no signs of injury. The patient is currently doing well and was discharged home the next day.